Manufacturer narrative:
Patient information: unknown. Although there was no patient injury or significant delay to the procedure, this event is being reported as an adverse event / serious injury due to medical intervention required to remove and replaced the screw following driver tip failure. Reporter occupation: other; distributor. Information received indicates that the device will be returned for evaluation, but has not yet been received. Upon receipt and completion of evaluation, a follow-up medwatch report will be filed.

Event description:
It was reported that during a procedure performed on or around (B)(6) 2020, in (B)(6), the tip of the self-retaining driver (37-in-0060) broke when the screw was approximately 2/3rds of the way seated. The broken tip remained in the screw, which was subsequently removed from the patient and a new screw inserted utilizing the angled driver which was readily available in the set. There was no patient issues reported but, there was a delay to the procedure of approximately 30 minutes as a result. It was noted that the bone was prepped only with an awl prior to attempted screw insertion, no tap was used.

Event description:
It was reported that during a procedure performed on or around (B)(6) 2020, in the dominican republic, the tip of the self-retaining driver (37-in-0060) broke when the screw was approximately 2/3rds of the way seated. The broken tip remained in the screw, which was subsequently removed from the patient and a new screw inserted utilizing the angled driver which was readily available in the set. There was no patient issues reported but, there was a delay to the procedure of approximately 30 minutes as a result. It was noted that the bone was prepped only with an awl prior to attempted screw insertion, no tap was used.

Manufacturer narrative:
H3 device evaluation - the tip of the driver was examined by eye and with the aid of a 5x loop. The driver's tip is completely fractured in a plane that is perpendicular to its longitudinal axis. The cause for the fracture is unknown but may be due to combined torsional and bending moment loading conditions experienced during this procedure or due to this and prior high loading conditions that may have results in cracks and manifested itself in this failure. It was noted that the screw was seated 2/3 of the way when the failure occurred and that only an awl was used to prepare the bone. System drills and taps are available and recommended per the surgical technique guide to facilitate screw seating, surgical exposure may also impact the forces applied to the driver. Review of device history records found seventy-one (71) pieces of lot 49059mi were released for distribution on (B)(6) 2016 with no deviation or anomalies. Review of complaint history did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended.